Event description:
Failure to osseointegrate

Event description:
Failure to osseointegrate. The initial report did not have a batch number, however we have received this information with product and the qn has been updated. Hence this updated reports.